Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the receive not communicating with the computer. Manual button tests were not performed due to the receive not communicating with the computer. The receiver log was not downloaded for review due to the receive not communicating with the computer. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.